Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with one proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Femoral angiogram was not performed. Reportedly, one proglide device (not 3 as initially reported) had loose needles and it was noticed before using on the patient: however, used in the patient anatomy. "There was no dispositive firing." Three other proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16fr and 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three other proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. There was no reported malfunction or adverse event associated with the 3 other successfully used proglides.

Manufacturer narrative:
Device codes: 2993 labeled 2017 labeled. Internal file number - (B)(4). Corrections: event; MFR site reg#; removed device code 1142. Device code 2017: reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Additional information received clarified that only the first proglide device had a device issue (not 3 as initially reported). Based on the subsequent information that there was no reported malfunction or adverse event associated with this successfully used proglide, the device would not be MDR reportable. No investigation is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the an unspecified vessel. Was attempted with three proglide devices using the pre-close technique prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three proglide devices were used without success in the procedure. There were no dispositive firing. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.